Event description:
User facility reported device was in use with home care pt. According to report a spiro-brand filter was attached to tracheostomy tube connector. The pt fell and the impact pressed the spiro-brand filter more tightly to the tracheostomy tube connector. The pt caregiver could not remove the filter later. The filter cap was removed to allow for suctioning. Pt reported to hospital care but the attached filter could not be removed by physician. The tube was removed from pt and replaced with a new tube. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.